Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 16740886. Product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 16756619.

Event description:
It was reported that the patient was not getting adequate stimulation on the right side. An x-ray revealed that the rightmost lead had migrated significantly. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.